Manufacturer narrative:
Waveform failure of the css console controller was previously investigated and the root cause for this reported issue was verified from a previous investigation. A small piece of debris was observed and removed from the css console vacuum line. Any obstruction in the vacuum line will affect air flow through the pneumotachograph and the differential pressure transducer, thus affecting the flow readings. Both the left and right pilot (clippard) valves were inspected, and debris was observed on both valves. The valves were cleaned and the shims were adjusted. Positional alignment of the shims within the clippard body affects the timing and shape of the flow waveforms. Typically, this adjustment is not necessary; however, in some instances, it assists in bringing the waveform into calibration. Adjustments are made to the validyne transducer pc boards, which monitor flow, and to the drive alarm pc boards, which monitor pressure, to return both to within their appropriate parameters. After adjustment, both the validyne and drive alarm boards were recalibrated and passed all calibration parameters. Thereafter, the css console passed the console test validation protocol. The reported issues pose a low risk to the pt. The css console computer is a monitoring device only and does not control css console functionality. The calibration issues did not present a danger to the operational stability of the css console, but rather presented a borderline waveform which at times was just outside of the acceptable waveform limits, causing calibration failure. The reported calibration issues would not prevent the css console from performing it's life-sustaining functions. Syncardia has completed it's eval of this complaint and is closing this file.

Event description:
Customer reported that the css monitoring computer was not reading the waveforms for cardiac output or fills correctly on the primary controller, and that the css console was exhibiting a cardiac imbalance alarm. In addition, the computer screen was freezing because of multiple alarms. The pt was switched from the primary controller to the backup controller on the css, and after some adjustments to the settings, the cardiac imbalance alarm was resolved. There was no impact on the pt. The pt was supported by this css console for several days before he was switched to a backup console. The css console was returned to syncardia for eval. The two issues reported by the customer were duplicated in the lab at syncardia. The css console monitoring computer slowed down because of the amount of alarms the css console was exhibiting, in order to process the alarm data. This is a known behavior of the css console monitoring computer and is not a malfunction.